Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. A review of the lot history record could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was achieved using a starclose se device after a brain angiogram procedure in late 2011. Reportedly, the patient is experiencing more acne breakouts in the face, stomach pain and has developed an allergic reaction to "everything" environmentally and thinks it is due to the starclose se device. The patient has an allergic reaction to nickel/cheap jewelry and was unaware that a starclose se device would be used for vessel closure after the procedure was completed. No additional information was provided.